Event description:
It was reported that during an unknown procedure, the clip ejected and it could not be formed properly. Also the trigger could not be returned to the home position. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.